Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer stated that he was at work when he began feeling sick, and was taken to the emergency room. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was not connected to the infusion set during the prime or rewind process. The insulin pump was not exposed to any high magnetic fields. Nothing further was reported.